Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 2.75 x 8 mm xience v stent in the right posterior descending artery. On (B)(6) 2013, follow up angiography was performed and in-stent restenosis was noted in the xience v stent. On (B)(6) 2013, the patient was re-hospitalized and percutaneous coronary intervention was performed on (B)(6) 2013. The patient condition resolved the day of intervention and the patient was discharged to home on (B)(6) 2013. No additional information was provided.